Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having issues with their device for the last year and a half. The issues were not specified. There were no patient symptoms reported. Additional information has been requested regarding cause and actions/interventions taken to resolve the issues, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.